Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd ultra-fine¿ pen needle detached and remained in the patient¿s abdomen. It was also reported that the user ¿client referred to gp for examination as needle not visible to client¿.

Manufacturer narrative:
Investigation results: 68 sealed 32g x 4mm pen needle samples were returned from lot. No. 6110665, cat. No. 320477. Visual examination was carried on 30 of the returned samples and no issues were observed. These were representative samples. The actual device was not returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot. All inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.